Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visually confirmed approximately ~4mm of the instrument tip have been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of the instrument tip identified a fairly flat fracture surface and circular material movement, consistent with torsional overload.

Event description:
It was reported that the patient underwent a revision surgery due to pseudoarthrosis. It was reported that the tip of the driver broke during insertion of a bone screw. No fragments were left in the patient.